Event description:
Lump formed after receiving bellafill injection; 7 months later, provides claims if it is not bellafill although I have pictures to prove it. Since this drug only was a 5 year study it needs to be taken off the shelf for the general public until years of studies are done. I have read a ton of horror stories and the substance in this is not for the face. Date the person first started taking or using the product: (B)(6) 2018.